Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. The customer¿s blood glucose at the time of event was 39 mg/dl. It was unknown if the customer experienced any symptoms of low blood glucose value or not. The customer treated low blood glucose with food/carbintake. The auto mode was activated at the time of event. The customer had been using insulin pump within 48 hours of event.  The customer did not allege possible cybersecurity and/or hacking event, e.g. Allegation of programmed bolus delivery, basal change, settings change, cancel bolus, suspend, etc. No further patient complications were reported. The customer also reported that the sn label was worn off. Troubleshooting was partially performed. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On october 10, 2022, the customer alleged low blood glucose and cosmetic damage at serial number label the test p-cap locks properly in place in the reservoir compartment noted. Device received with battery tube threads - cracked, missing display window/cover, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage (faded serial number), corroded battery tube during the visual inspection. Thus was utilized and downloaded trace/history files properly. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. Unable to verify low blood glucose. Cosmetic damage confirmed at serial number label. Exposure to moisture confirme medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The product was returned for analysis.